Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2) is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo mg/dl, which on the system indicates a result of less than 20 mg/dl, (nano) and 106 mg/dl (aviva). No adverse event reported. Return of the suspect device was requested for evaluation.